Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator header. With the use of saline solution, the lead was secured and implanted.